Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a pd transfer set connection issue which subsequently caused peritonitis. The connection issue was further described as the pt¿s pd transfer set fell off of the pt¿s pd titanium adapter (date unspecified). The pt re-connected the device and did not contact their healthcare provider regarding the event until four days later at which time the pt¿s transfer set was changed. It was reported that there was no visible damage to the transfer set. Subsequently the pt experienced peritonitis manifested by cloudy effluent, fever, and abdominal pain. The pt was not hospitalized for the peritonitis. On the same day as onset, the pt was treated with vancomycin (1 gram daily), with treatment ending two days later. One day after ending treatment with vancomycin, the pt was treated with keflex (500 mg three times daily for two weeks). The treatment with keflex was ongoing at the time of this report. No further treatment was ordered. On an unreported date, the pt was re-trained in proper aseptic procedures for performing pd therapy. On an unreported date, the pt recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.